Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would not charge. Blood glucose (bg) was 500 mg/dl and the cause was not known. Ketones level was moderate and was considered as being dangerous by a healthcare provider. Insulin injection were administered. The customer reverted to using manual injections for insulin therapy.